Manufacturer narrative:
The device has not been returned to the MFR for eval. Two lot numbers provided, it is unclear which lot number was involved in the incident. Therefore, a chr has been completed for both lot numbers. The chr review showed no other similar product complaint file(s) for lots retk0143 or retj0735.

Event description:
Pt went unresponsive immediately after the PICC was placed and the saline was flushed. EKG showed pea (pulseless electrical activity). Pt was successfully resuscitated and sent to ICU; eventually discharged to home with no further complications. Portable chest x-ray was done and was found to be "under-advanced." Insertion was done under ultrasound guidance. There were no signs of perforation or bleeding. Proper procedures, using lidocaine and normal saline, were reportedly followed; and it was stated "there were no signs of air embolism." Chest x-ray did not show signs of migration or embolism of device components. Line reportedly had "good blood return, and flushed well."